Event description:
It was reported, that the patient was take to the hospital by ambulance. And was diagnosed with blood glucose (bg) values reached 400 mg/dl. For treatment, the patient was treated, but details were not given. The patient was discharged after 3 hours. The patient reported, that the pdm key was not functioning.

Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to determine, if any product condition could have contributed to the reported hospitalization, pdm malfunction and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time [1][2][3]). And it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technology 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technology ther 2019;21:155-158.

Manufacturer narrative:
In the case description, the user states the left side button at the bottom of the screen is stuck and the pdm was not able to effectively manage the pod. The home button of the device was observed to be damaged, but this damage did not effect the functionality of the home button. Inspection of the user log files found no stuck key notifications generated by the device. Softkey tests performed on the device found no issues or deficiencies with the soft keys. Visual inspection of the internal components found no damages or deficiencies that would contribute to the reported event.